Manufacturer narrative:
A review of the alarm trace showed several abnormal aspiration errors on the day of the event. This is indicative of poor sample quality. After service, no further issues were reported by the customer. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The customer replaced the na, k, and cl electrodes. After this, the customer did not encounter any further non-reproducible results. The field service engineer determined the reference tubing from the bottle was crushed. The tubing was replaced. Syringe seals from the sipper and ise were replaced. Calibration and controls were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for six patient samples tested with the na electrode on a cobas 6000 c501 module. The first sample initially resulted in a na value of 159 mmol/l and it repeated as 146 mmol/l. The second sample initially resulted in a na value of 146 mmol/l and it repeated as 138 mmol/l. The third sample initially resulted in a na value of 153 mmol/l and it repeated as 144 mmol/l. The fourth sample initially resulted in a na value of 155 mmol/l and it repeated as 143 mmol/l.. The fifth sample initially resulted in a na value of 154 mmol/l and it repeated as 145 mmol/l.. The sixth sample initially resulted in a na value of 152 mmol/l and it repeated as 141 mmol/l.